Manufacturer narrative:
Follow up #1 submitted: 03/10/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the pump histories revealed one record of a bolus delivery that was cancelled by the user on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the insulin pump was not able to perform a bolus delivery; the bolus deliver is cancelled. This complaint is being reported because the reported issue could cause long-term cessation of insulin delivery to the patient via the pump resulting in the potential for hyperglycemia. There was no indication that the product caused or contributed to an adverse event.